Manufacturer narrative:
A lot number was not provided in medwatch # (B)(4), for the snowden-pencer device subject of the reported event. (B)(6), requested the device subject of the reported event be sent back for evaluation however, the device has not been returned. Without the evaluation or return of the subject device, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via medwatch # (B)(4), that during a patient procedure "multi piece device with tension wire to create a rigid retractor when tension applies to internal wire. The wire failed and pieces of the device fell into the abdomen. The failure was witnessed through the laparoscope." User facility personnel were able to retrieve all pieces and the procedure was completed successfully. No report of injury.